Manufacturer narrative:
Product number 340-4128, lot number d100318 is currently under recall z-1444-2011.

Event description:
Information received indicates the customer experienced air-in-line alarms and the pump under-infused.